Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a 74-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that on day one of impella cp support the patient had no blood flow distal to impella. The patient has known to have severe pvd (peripheral vascular disease), but impella was placed emergently. External fem-fem placed in same setting to perfuse lower leg. Pulse was per doppler post impella placement but during the night the pulse was no longer able to be heard on doppler. A decision was made to pull the impella into the aorta and place on p1. The patient was on p1 for about 1 hour before taken to or for explant. The patient maintained hemodynamics without the support of any gtts. Once in or, rfa (right femoral artery) cutdown was performed. The impella was explanted successfully. Rfa thrombectomy, rfa repair and fasciotomy to lower leg was done. The patient is stable.

Manufacturer narrative:
The investigation for limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12597: e4 should have been left blank. H.6 code 4641 and 4628 were reported incorrectly. New code was added to health effect - impact code